Event description:
A malfunction alarm was reported, identified by the code malf 0 0x277d. There was no adverse impact to the customer's blood glucose level. The issue was resolved by providing pump reset information to the customer, who successfully reset the pump with assistance. The customer was advised to continue using the pump and to contact support if the malfunction code recurs.